Event description:
The neurospecialist reported in 2003 at 7pm the catheter was placed without incident on a patient with multi-system trauma due to a motor vehicle accident. The placement of the catheter was observed by the neurospecialist and good technique was used. The only possible exception to this was that the dura was incised with a spinal needle after the bolt was screwed in, so it was not done under direct visualization prior to placement of the bolt. That wasn't seen to be a significant factor since the catheter seemed to be inserted very easily. Icp readings in the first 45 minutes ranged from 22-27, which the physician found to be anticipated given the patient's clinical presentation. At 11pm nurse called sales representative stating an e08 error was occurring and the bedside monitor was no longer displaying a waveform - it had gone flat. The nurse checked all connections, cleaned the fiberoptic receptacles and checked that there was no visible damage to the catheter or cable. The catheter was checked to be sure it wasn't pulled at a sharp angle out of the bolt. He was instructed to exchange the cable for another one, which he did, with no change - same error code. The sales representative went to the facility to bring new fiberoptic receptacles, and two separate cables with new fiberoptic receptacles were connected. Same e08 error occurred. When monitor was turned off and back on, eeee was displayed briefly and a -10 icp reading was briefy displayed. E08 was then displayed again and the bedside monitor displayed a 115 icp but no waveform. All cables were checked again for visible damage and none was found. All connections appeared to be intact. 1am: physician was called and he advised to leave system as it was and that he would replace the catheter the next day. 5pm: physician removed existing catheter and bolt, which is being returned for inspection (no visible damage upon inspection after sterilization). By the time the catheter was removed, the patient had regained consciousness and was responding to commands so the catheter was not replaced.